Event description:
Customer called in to report that her sensor was not working correctly. Customer stated that during insertion when she tried to pull the needle out it got stuck and broke, when it finally came off there was a piece of metal sticking out of the top of the sensor and a piece was remained in her skin. Customer stated that she was able to remove the sensor piece from her skin using her finger nails. Advised customer to return the sensor for failure analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Found sensor broken near sensor base. Broken part missing. Unable to confirm customer received sensor damage due to customer returned opened/used. Found sensor cannula retracted.